Manufacturer narrative:
(B)(4). Batch # m52v2z. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device staple? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? What was the users experience with the device? The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the target tissue was partially uncut. The uncut tissue was cut by a device which was inserted from a small incision. Another cdh device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the some part of the target tissue might have been doubled when the 1st device was fired since the fragile target tissue of the elderly person was loosely tensed.